Event description:
A nurse reported the footswitch was not working. The footswitch was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
The facility declined service. The facility called in to technical support and a new foot pedal was ordered. The replaced footswitch is expected to be returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).